Event description:
It was reported that a patient underwent a procedure: perforated duodenal ulcer sutures with peritonitis on (B)(6) 2024 and suture was used. The patient was re-operated because the anastomosis was loose, as if the fins did not hold. There were no other problems after the new intervention, they do not know if they used the same type of wire and they do not remember the new intervention date. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if there is a causal relationship between the suture breakage and the re-operation. What was the indication for the re-operation to make the anastomosis was re-operation due to the intra-op suture breakage ? Was there any post-op issue with the suture used ? Date of re-operation? How was the loose anastomosis diagnosed? What symptoms did the patient experience following the index surgical procedure? Onset date? What does it mean ¿ ¿the fins did not hold¿? Did suture cause the original perforated duodenal ulcer? If yes, was it ethicon suture? Provide more details. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Related medwatch reports: 2210968-2024-03940.